Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12789. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited auto mode switch episodes and possible far r-wave oversensing. On (B)(6) 2021 the patient presented in clinic for device interrogation. Device interrogation revealed that the atrial lead failed to capture, and dislodgement was suspected. X-ray confirmed atrial lead dislodgment. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the atrial lead was explanted and replaced. The patient had no adverse consequences.